Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning from physical damage (to the section of the device with the foreign material remained). Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing. The air/water nozzle was not presoaked with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope's air supply pressure was weak. The device was returned for evaluation. During the device evaluation, foreign objects were found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction did not meet the standard due to wear of the angle wire, the play of the up down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a white-clouded area, the adhesive around the light guide lens was peeled, the connecting tube had a scratch, the image guide protector had a scratch, the connecting tube had a dent, the connecting tube was discolored, and the suction connector was dirty due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.